Manufacturer narrative:
This unit was discarded by the facility. A review of the mfg build records does not indicate any discrepancies in the build of the lot. The complaint will be entered into the system for trending purposes. A review of the data base does not indicate trending for this complaint mode, we are considering it an isolated incident. Please refer to the warnings and caution statement of the IFU regarding cleaning of distal end of the device and sparking associated with any electrosurgery procedure.

Event description:
It was reported that in the middle of a lap hysterectomy procedure, the surgeon noticed sparking at the distal end of the device. The device was in the pt in the abdomen/pelvic area. A g400 was being used, settings were those that are present when the instrument plugs into the generator. It was confirmed that there was no pt injury and the procedure was completed with another spatula.